Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The rv pacing impedance was steady at approximately 1,482 ohms on (B)(4) 2014 to 1,995 ohms on (B)(4) 2016. Analysis of the device memory indicated the impedance trend on the rv defibrillation coil was variable. The rv defibrillation impedance was steady at approximately 38 ohms through (B)(4) 2016 and began to vary between 53 and 253 ohms starting (B)(4) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 52 ohms through (B)(4) 2016 and rose out of range by (B)(4) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was 1,957 ohms by (B)(4) 2016. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. The rv capture threshold had been out of range and high since (B)(4) 2014.

Event description:
It was reported that during a device follow up, the right ventricular (rv) lead exhibited high pacing thresholds and high impedances. The pacing impedance was increasing over time and the high voltage impedance increased spontaneously. A fracture was suspected. The rv lead was abandoned in the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.